Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer had no symptoms and treated with manual injection, blood glucose went down to 319 mg/dl. Customer's blood glucose value was 331 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer did not complete troubleshooting for high readings and wanted to focus on air bubbles in the tubing and the reservoir. Troubleshooting was performed and was able to push the air bubbles out. It was explained to customer the techniques for filling reservoir. The infusion set and reservoir will not be returned for analysis. The insulin pump was not returned for analysis either.